Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there is an ongoing issue wherein IV tubing kinks easily at y-site area because it is "too soft" causing loss of flow. It was also observed that the tubing has poor attachment design into IV cannula that causes leaks.